Event description:
During a service call, the customer made the ocd field engineer aware of analyzer condition codes that lead to the discovery of a partially occluded reagent metering probe. If the occluded probe had not been detected, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into analyzer condition codes discovered a partially occluded reagent metering probe that could impact delivery of reagent fluid. The ocd field engineer performed maintenance on the probe returning the instrument to expected operation.